Event description:
It was reported by the customer that "several hollywood cage breakages were not reported because the cage remained inside of the pt or because I could not get all the info". Numerous attempts have been made by integra to obtain add'l clinical info.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.